Event description:
It was reported that during implant the lead exhibited a loss of capture and high lead impedance. The lead was explanted and replaced.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of high lead impedance could not be confirmed. The lead was cut in two parts, so analysis of lead impedance could not be performed. The cause of the high lead impedance could not be determined.